Manufacturer narrative:
Per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 120 mg/dl, and the meter bg reading was 40 mg/dl. At the time of the report with tandem technical support, the cgm reading was accurate. No additional patient or event information was available. Reportedly, the customer calibrated the cgm with multiple bg meters.